Event description:
Caller reported a malfunction on the pump, but no notable events occurred prior to the issue. There was no adverse impact to the customer¿s blood glucose level, as the level did not exceed 500 mg/dl. Technical support provided pump reset information and assisted the caller in resetting the pump successfully.